Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for implant procedure on (B)(6) 2020. Upon review, it was revealed that the left ventricular lead exhibited loss of capture and was dislodged. Xray noted that the left ventricular lead was in the implant pocket. The left ventricular lead was explanted and replaced. The patient was stable post procedure.